Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1125 (cbit - cooling fan speed error). The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) advised the customer to inspect the fan for any issues; the customer reported that the fan was not running. The rse advised that the cooling fan should be replaced, and the customer was provided with the part number for replacement. The customer reported through a good faith effort response that the fan power cable was slightly disconnected to the v60 device. After reconnecting the cable, the issue was resolved. The device was returned to service.